Manufacturer narrative:
Patient condition is fully recovered.

Event description:
It was reported to novus scientific from the (B)(6) distributor that a patient who had tigr matrix implanted as part of a breast reconstruction had developed infection and that the mesh was explanted. The implant of tigr surgical mesh was done mid of (B)(6), the explant was done in the beginning of (B)(6), exact date is unknown. The patient event occurred in (B)(6). Explant of mesh and treatment with antibiotics was necessary. Our distributor states that the clinic staff in the operating room incorrectly assumed that the tyvek pouch (tigr packaging) was sterile on the sterile field/table. The handling may have contributed to the event. The instructions for use clearly explains that only the inside of the inner package is considered sterile and in addition a label is placed between the outer and inner package to remind users that the outside of the inner bag is not sterile. Patient is fully recovered.